Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the patient first noticed the subject meter was reading inaccurately erratic on ¿(B)(6) 2014, at 9:000 am¿, when he obtained blood glucose results of ¿145, 116, 123 and 84 mg/dl¿ more than 20 minutes apart. The time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient does not administer any medication to manage his diabetes. The reporter alleged that the patient administered ¿more food/drink¿ in response to obtaining the alleged inaccurate readings. The reporter denied that the patient had developed any symptoms as a result of the issue. She alleged, on (B)(6) 2014 between 9:15 am and 9:30 am, during a doctor¿s office visit, the patient received treatment of glucose tablets/glucose gel from a healthcare professional. No other device was used to test the patient¿s blood glucose levels. At the time of troubleshooting, the cca noted that the patient was using an approved sample site and the meter was set to the correct unit of measure. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the reporter claims the patient received treatment from a healthcare professional of glucose tablets/glucose gel which would indicate that the patient had experienced an acute diabetes excursion around the time the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.